Manufacturer narrative:
The phaco handpiece was manufactured on december 11, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece had no phacoemulsification power during a cataract with intraocular lens implant (iol) procedure. The handpiece was exchanged to complete the procedure with no harm to the patient.